Event description:
It was reported that the patient developed an infection. The system was explanted.

Event description:
New information received notes that the patient developed a hematoma post implant. This was resolved with pressure on the hematoma and medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.